Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? 30 minutes. What tissue was being sutured when the event occurred? Lima - left internal mammary artery. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Was the needle piece(s) retrieved during the same procedure? No. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the needle? The surgeon tried to look for it for 30 mins or more, the other nurse tried to locate it on the floor with sticker glue etc, as the suture needle is 8-0, it is very small, and they failed to locate it. Was there any additional tissue damage as a result of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? Unknown. What tissue structure the broken needle was located? Unknown. What is the surgeon's opinion of consequences to the patient? Patient has yet to come back for follow up. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. The needle and suture detached when the surgeon is tying the knot while doing an ima repair. When the surgeon finished tying the knot, the cardiothoracic nurse realized the suture needle had went missing. The surgery was delayed as they tried to look for the needle. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.